Event description:
Boston scientific received information that this device was explanted for an unspecified reason and was returned for routine testing. Initial testing noted the device had shortened elective replacement indicator (eri) to end of life (eol). Further testing is being performed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
About one month later, the patient contacted patient support to report that prior to device replacement, the patient had been admitted to the hospital following delivery of multiple shock therapies. At that time, the device was successfully interrogated by a boston scientific representative. The patient was informed that the device's battery status indicator was at end-of-life (eol). The patient was discharged the next day and was told by his cardiologist that his "heart rhythm had calmed down". The patient commented that his heart rate had been in the 170-180 bpm range prior to therapy delivery. Patient support discussed device operation and functionality. The patient questioned whether the cardiologist would have written discharged orders if he/she was aware that the device had triggered eol. The patient expressed dissatisfaction about being discharged only to be readmitted back to the hospital because the device had triggered eol. The patient mentioned the possibility of seeking legal action. The patient felt that the cardiologist was not informed that the device had triggered eol prior to the initial hospital discharge.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical buildup of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.